Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided.

Event description:
The customer observed multiple (B)(6) patient results generated using the architect (B)(6) reagents. The following data was provided for one patient (s/co). Sid (B)(6) initial (B)(6), repeat (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, process review, and specificity testing. No adverse trend was identified for the customer's issue. Process review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. No patient sample was available for return, therefore clinical specificity testing of negative control replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. Based on all available information and abbott diagnostics complaint investigation, the assay performed as intended and no product deficiency was identified.